Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this rv lead was explanted due to low impedance <200 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. Particularly between 46 cm and 48 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations reported in the complaint text. Due to the characteristics of this damage it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue during the implantation period of approx. 8 years should be taken into account. Diagnostic images clarifying this assumption were not available. Further inspection showed a deformed inner coil resulting from overrotation during the retraction of the fixation helix. Additionally cuts in the insulation with blood penetration was noted which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.